Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported a foreign body infection occurred. The date of the event is an approximation. On or around (B)(6) 2026 or (B)(6) 2026 (exact date and time not confirmed), the patient developed pain in the right upper arm at a prior dexcom sensor insertion site. The patient described the affected area as significantly inflamed, approximately the size of an orange, with severe tenderness even to light touch. No fingerstick blood glucose (fsbg) or continuous glucose monitor (cgm) readings were reported in association with this event. The patient initially presented to an emergency room but left after approximately four hours without being evaluated due to high patient volume. Later that evening, the patient was transported to emergency room, where evaluation was completed. An x-ray identified debris within the arm. The treating physician performed an incision and drainage procedure, during which pus and a small fragment described as plastic or rubber like material were removed; however, it could not be confirmed whether this material was related to the g7 device. The patient reported that the clinical focus was on treatment of the infection, and no additional evaluation of potential device involvement was conducted. The patient remained in the emergency room for approximately two hours and was discharged with antibiotic therapy. Initial treatment included doxycycline 100 mg administered twice daily. Due to persistent symptoms, including warmth and firmness at the site, azithromycin 250 mg was initiated on (B)(6) 2026 (two tablets on day one, followed by one tablet daily for four days). The patient was also instructed to apply warm compresses. No additional procedures were planned to remove any remaining material. On (B)(6) 2026, a visiting nurse provided wound care and noted a persistent firm area beneath the skin. The dressing was changed, and a topical antibiotic (bacitracin) was applied. At the time of follow-up, the patient continued to report a firm mass at the site and remained under ongoing care and monitoring. At the time of reporting, there was no change in the patient¿s condition. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.